Manufacturer narrative:
Device description reported as an unknown right triathlon knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Right knee replaced with triathlon knee and states major problems, severe pain, swelling, clicking etc. Received a clear liquid shot in knee since surgery. Recall inquiry. Had prior surgery on knee to remove cartilage in 1991. Has 122 degree flexion but causes constant pain.

Manufacturer narrative:
The following devices were also listed in this report: triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# eme9a. Triathlon asym patella a32x10; cat# 5551-l-320; lot# lec400. Triathlon ps fem component, cemented; cat# 5515-f-402; lot# elr9m. Simplex tobramycin 1 pk; cat# 6197-1-001; lot# tkk051. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding pain involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the product was not returned; it remains implanted. -medical records received and evaluation: medical comment stated; even though there is not enough medical and/or imaging information available to solve this case with any certainty, there are clearly some alarm bells ringing as to the medical and psychological condition of the patient both prior to and post surgery. The impression is that the complaints presented are not related to the arthroplasty because similar complaints were already present prior to arthroplasty that furthermore were not relieved by any available conservative treatment modality and such with objective findings on the knee that were marginal, all suggesting a pain syndrome not related to the knee or the arthroplasty. Then, the indications that there may be medication and/or alcohol addiction that may interfere with proper functionality in daily life. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event regarding pain could not be determined from on the information provided. Medical comments states that the information provided suggests that the pain syndrome is not related to the knee or the arthroplasty. Pain can occur post-operatively for a number of reasons but it is a symptom rather than the cause of the issue. It is noted that the reported devices were not part of a recall as was requested by the patient. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Right knee replaced with triathlon knee and states major problems, severe pain, swelling, clicking etc. Received a clear liquid shot in knee since surgery. Recall inquiry. Had prior surgery on knee to remove cartilage in 1991. Has 122 degree flexion but causes constant pain.

Manufacturer narrative:
A second supplemental report is being submitted on 5/4/2017 to document additional patient information including age, date of birth and corrected patient gender.

Event description:
Right knee replaced with triathlon knee and states major problems, severe pain, swelling, clicking etc. Received a clear liquid shot in knee since surgery. Recall inquiry. Had prior surgery on knee to remove cartilage in 1991. Has 122 degree flexion but causes constant pain.